Event description:
Fujifilm was informed that a duodenum perforation was discovered post a double-balloon endoscopy procedure with a fujifilm endoscope. The indication for this procedure was to locate hemorrhagic spots in a patient with intestinal (B)(6). The double-balloon endoscopy began with oral insertion of the scope in order to locate bleeding spots in the patient who had intestinal (B)(6) and had received steroids for a long time since her teens. During insertion of the scope, an x-ray was taken as needed. Approximately 30 minutes into the procedure, passing the scope further became difficult because of severe adhesions. The insertion was aborted in the upper jejunum, and the scope was removed. No abnormalities were found at the time of removal. An x-ray taken post removal of scope revealed that the contrast medium used during the procedure and free-air had leaked to the retroperitoneal side, indicating perforation in the duodenum. At the discretion of a surgeon, the patient had a surgery the following day, and was admitted to the ICU (intensive care unit). As of the date of this report, the patient is recovering in a (B)(6) ward and getting better.